Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4)

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. Alarm was received after infusion set change due to no delivery alarm. Customer's blood glucose was 587 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced.